Manufacturer narrative:
The initial MDR 2247117-2019-00003 was filed 10-jan-2019. Additional information (07-feb-2019): the customer has informed siemens that the immulite 1000 instrument is at end of life and cannot provide additional data. The customer has stopped using the instrument. MDR 2247117-2019-00002_s1 was filed for the same event.

Manufacturer narrative:
The cause for the questionable adjustment slopes and affected patient samples for the anti-tg ab assay, and low quality control sample results for the ata assay is unknown. Siemens is investigating the issue. MDR 2247117-2019-00002 was also filed for this issue.

Event description:
The customer notified siemens of questionable adjustment slopes on an immulite 1000 instrument when using the anti thyroglobulin antibody (anti-tg ab) assay and that patient samples were affected. In addition quality control samples were low for the anti thyroid peroxidase antibody (ata) assay on the same instrument. It is not known if patient samples were affected for the ata assay. No data was provided by the customer. It is unknown if any of the patient sample results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the affected patient results for the anti-tg ab assay, and low quality control sample results for the ata assay.